Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump stalled and had been stalled since (B)(6) 2022. It was unknown if there were any external, environmental, or patient factors that may have led or contributed to the issue. The logs were pulled and the pump showed stall on (B)(6) 2022 with no recovery. Surgical intervention did not occur but was planned, though unknown when scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.